Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged 1268-100 radiolucent targeting arm batch number: 12892 was received for investigation. Visual evaluation of the returned device noted wear and tear to the device with discoloration observed. Functional testing was performed by inserting a known good 0617-300 lag screw sheath into the returned 1268-100 radiolucent targeting arm and it was noted that the lag screw sheath was very loose and could not securely be positioned as intended. It was further noted that the black button was not working as intended. The most likely cause for the reported failure can be attributed to wear and tear incurred from repetitive usage in the field.

Event description:
On 11/06/2024, it was reported by a sales representative via (B)(4) that a 1268-100 radiolucent targeting arm had the slot for the law screw being extremely loose. There were no adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.